Manufacturer narrative:
Analysis of historical records the two tl hex struts involved in this event have not been received by orthofix srl (devices currently in use by patient). Unfortunately also the code and lot numbers have not been made available, therefore it was not possible to perform the verification of the historical data (please kindly refer to MFR reports 9680825-2015-00036 and 9680825-2015-00037). Also the tl hex ring code 56-21060 is currently in use by patient. The analysis of the historical data evidenced that this is the first notification we received in regards to this specific device code. Technical evaluation a technical evaluation of the devices involved was not possible as the frame is still in use by patient and therefore not available for the technical evaluation. Medical evaluation the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation. "The information provided is incomplete. It seems that a female patient of (B)(6) (normal dimensions) was having treatment for a non-union of a femur. A tl-hex fixation system was applied, and at some stage in the follow up (not defined) a strut became loose. The patient returned to the hospital and the strut was retightened. At this point treatment continued as planned, and current status is not known. Strut loosening did not recur, and the component is still on the patient. For the time being we must assume that the strut locking screw was not tightened enough at the original surgery, and all was well once it was tightened in outpatients. The patient came to no harm. We do not know why this happened. We must await the return of the affected components for the technical analysis. In the meantime treatment is continuing as planned.". Final comments a technical evaluation of the devices involved was not possible as the frame is still in use by patient and therefore not available for the technical evaluation. The medical evaluation evidenced as follow: "the information provided is incomplete. It seems that a female patient of (B)(6) (normal dimensions) was having treatment for a non-union of a femur. A tl-hex fixation system was applied, and at some stage in the follow up (not defined) a strut became loose. The patient returned to the hospital and the strut was retightened. At this point treatment continued as planned, and current status is not known. Strut loosening did not recur, and the component is still on the patient. For the time being we must assume that the strut locking screw was not tightened enough at the original surgery, and all was well once it was tightened in outpatients. The patient came to no harm.". A complete medical evaluation of the case was not performed as some information about the medical procedure, was not made available, i.e. Copies of the operative report, copies of the pre and post-operative x-rays and the devices availability for the technical evaluation. Orthofix srl historical records shows that no other notifications have been received in regards to the tl hex ring code 56-21060. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. If further information and/or the devices involved become available, orthofix srl will finalize the investigation. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: (B)(6). Event description: there has been a number of incidents of struts becoming loose and slipping out of the frame. On august 25, 2015, orthofix srl received the following additional information on the event: the issue is relating to the grub screw "loosening" so the strut is able to be removed - however the frames this has happened have had the strut returned, tightened and the patient has completed the treatment without a repeat. Date of fixation: (B)(6) 2015. Frame type : 2 ring femoral. Issue: 2 struts loose. Status: undergoing treatment. Clinic appt: (B)(6) 2015 - 2:30pm. On september 17, 2015, orthofix srl received the relevant complaint report form which included the following additional information on the event: the form makes reference to only one tl hex ring, code 56-21060 (5/8 ring, 200mm, tl-hex ). The codes and batches of the two tl hex struts initially communicated, are still not available. Patient information: (B)(6). Event description: strut had become loose and unsecure from the proximal hex ring during post-operative correction. Upon the patient return to clinic, the grub screw was loosened the struts re-positioned and the grub screw re-tightened without issue. The device failure did not have any adverse effects on patient the surgery was completed with used device the event did not lead to a clinically relevant increase in the duration of the surgical procedure an additional surgery was not required. Copies of the operative report are not available. Copies of the xrays are available (not received). Please also kindly refer to MFR reports 9680825-2015-00036 and 9680825-2015-00037. (B)(4).

Manufacturer narrative:
The two tl hex struts involved in this event have not been received by orthofix srl (devices currently in use by patient). Unfortunately also the code and lot numbers have not been made available, therefore it was not possible to perform the verification of the historical data (please kindly refer to MFR reports 9680825-2015-00036 and 9680825-2015-00037). Also the tl hex ring code (B)(4) is currently in use by patient. The analysis of the historical data evidenced that this is the first notification we received in regards to this specific device code. A technical evaluation of the devices involved was not possible as the frame is still in use by patient and therefore not available for the technical evaluation. The information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation. "The information provided is incomplete. It seems that a female patient of (B)(6) (normal dimensions) was having treatment for a non-union of a femur. A tl-hex fixation system was applied, and at some stage in the follow up (not defined) a strut became loose. The patient returned to the hospital and the strut was retightened. At this point treatment continued as planned, and current status is not known. Strut loosening did not recur, and the component is still on the patient. For the time being we must assume that the strut locking screw was not tightened enough at the original surgery, and all was well once it was tightened in outpatients. The patient came to no harm. We do not know why this happened. We must await the return of the affected components for the technical analysis. In the meantime treatment is continuing as planned.". A technical evaluation of the devices involved was not possible as the frame is still in use by patient and therefore not available for the technical evaluation. "The information provided is incomplete. It seems that a female patient of (B)(6) (normal dimensions) was having treatment for a non-union of a femur. A tl-hex fixation system was applied, and at some stage in the follow up (not defined) a strut became loose. The patient returned to the hospital and the strut was retightened. At this point treatment continued as planned, and current status is not known. Strut loosening did not recur, and the component is still on the patient. For the time being we must assume that the strut locking screw was not tightened enough at the original surgery, and all was well once it was tightened in outpatients. The patient came to no harm.". A complete medical evaluation of the case was not performed as some information about the medical procedure, was not made available, i.e. Copies of the operative report, copies of the pre and post-operative x-rays and the devices availability for the technical evaluation. Orthofix srl historical records shows that no other notifications have been received in regards to the tl hex ring code (B)(4). Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. If further information and/or the devices involved become available, orthofix srl will finalize the investigation. Orthofix srl continues monitoring the devices on the market. Device currently in use by patient.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6); surgeon name: (B)(6); event description: there has been a number of incidents of struts becoming loose and slipping out of the frame. On (B)(6) 2015, orthofix srl received the following additional information on the event: the issue is relating to the grub screw "loosening" so the strut is able to be removed - however the frames this has happened have had the strut returned, tightened and the patient has completed the treatment without a repeat. Date of fixation: (B)(6) 2015. Frame type : 2 ring femoral. Issue: 2 struts loose. Status: undergoing treatment. Clinic appt: (B)(6) 2015 - 2:30pm. On (B)(6) 2015, orthofix srl received the relevant complaint report form which included the following additional information on the event: the form makes reference to only one tl hex ring, code (B)(4) (5/8 ring, 200mm, tl-hex ). The codes and batches of the two tl hex struts initially communicated, are still not available. Patient information: female, (B)(6). Event description: strut had become loose and unsecure from the proximal hex ring during post-operative correction. Upon the patient return to clinic, the grub screw was loosened the struts re-positioned and the grub screw re-tightened without issue. The device failure did not have any adverse effects on patient. The surgery was completed with used device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. Copies of the operative report are not available. Copies of the xrays are available (not received). On (B)(6) 2015, orthofix srl received confirmation that the hospital involved is the charing cross (and not the saint mary's hospital as previously communicated). Please also kindly refer to MFR reports 9680825-2015-00036 and 9680825-2015-00037. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).